Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced autoreducing due to high impedance found on one lead. It was confirmed 2 out of 4 electrodes displayed high impedances. Surgery may occur later to address the issue.

Event description:
Related manufacturer reference number: 1627487-2022-05303. Additional information received indicates two leads were explanted and replaced to address this issue.

Manufacturer narrative:
A patient experienced autoreducing due to high impedance was reported to abbott. As a result, both leads were explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.